Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient transmitter died. Patient stated that low transmitter battery appeared prior to this event. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. A voltage test was performed and the transmitter has no voltage. Data was reviewed adn the log observed a lot battery alert. The reported event that the transmitter died was confirmed. A root cause could not be determined.